Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (country) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient experienced a stoma site infection for which a course of oral antibiotics was completed. A second script for a course of antibiotics was written. On (B)(6) 2023, the infection was persisting as the patient continued an unknown oral antibiotic.

Event description:
On (B)(6) 2021, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient experienced a stoma site infection for which a course of oral antibiotics was completed. A second script for a course of antibiotics was written. On (B)(6) 2023, the infection was persisting as the patient continued an unknown oral antibiotic.